Event description:
It is reported that the patient was revised due to instability. A thicker articular surface was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.